Manufacturer narrative:
Though requested, no additional information has been provided. The product has not been returned for evaluation. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Manufacturer narrative:
The lens has not been returned for evaluation. The investigation is ongoing.

Event description:
It was reported that during a postoperative exam one of the intraocular lens (iol) haptics pushed through the capsular bag. Though requested, no additional information has been provided.